Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis was performed on the returned device and the reported guide detachment was confirmed. The guide was separated from the guide tube with jagged fracture faces but still intact by the actuator wire. The posterior foot was observed to be separated, jagged at the separation and not returned. A conclusive cause for the reported guide detachment could not be determined as all components were not returned for analysis. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, the proglide guide broke in the patient. The guide did not detach from the sheath, it was held together by the suture and was removed with the rest of the proglide device. The sutures of a second proglide device were successfully pre-placed using the pre-close technique. This was the smaller access site and was not upsized. The tavr procedure was completed and hemostasis was achieved with the successfully pre-placed sutures of the second proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.